Event description:
Clinic notes dated (B)(6) 2013 indicate the patient has a history of stroke. Good faith attempts have been made for additional information; however, they were unsuccessful. No other information has been received.

Event description:
Clinic notes dated (B)(6) 2013 also indicate the patient has a history of status epilepticus in 2010. No other information has been provided.

Manufacturer narrative:
Age at time of event, corrected data: previously submitted MDR indicated that the patient age was unknown; however, this should be (B)(6) years. Date of event, corrected data: previously submitted MDR indicated that the event date was unknown; however, the clinic notes state that the episode of status epilepticus was in 2010. The date of the stroke is unknown. This report is being submitted to correct this data.

Manufacturer narrative:
Description of event or problem, corrected data: information about the status epilepticus event was inadvertently not included on the initial MDR.